Event description:
It was reported that revision surgery was performed due to patient pain, believed to be possibly from an infection or metal sensitivity. The revision surgical time was extended by 61-120 minutes.